Event description:
It was reported that during a neurovascular procedure the subject stent was delivered to the location and half-deployed it to cover the neck of aneurysm. Then used catheter to fill non- stryker coils for framing and detached the coils. Because of the tortuous vessel the subject stent became shorter and could not cover the neck of aneurysm completely so the coil migrated into mca (middle cerebral artery). The subject stent was not able to be retracted so the operator deployed it completely at the position. A solitaire stent was used to remove the migrated coil. During retracting of solitaire stent the subject stent moved downward with the solitaire stent and it was pulled to beginning of ica (internal carotid artery) and could not be taken out of patient's body. A additional stent was deploy successfully and filled several coils to finish the procedure. After the procedure the patient took half an hour longer than usual to awake from anesthesia. Patient's current condition is stable. Nothing serious.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent delivery wire (sdw) part of the device was returned, and on visual/microscopic inspection, the sdw had a bent/kink near the distal tip. The introducer sheath was not returned for analysis. The stent was not returned for analysis. The microcatheter hub was. Functional inspection: for stent deformed, stent difficult/unable to pull stent back into sheath and stent dislodged/migrated a functional inspection could not be performed as the stent was not returned. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deformed, 'stent difficult/unable to pull stent back into sheath', 'stent dislodged/migrated' and 'device interaction with another device' could not be confirmed as the stent was not returned for analysis. The returned part of the device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'moderately tortuous'. It was reported that the customer 'used a microcatheter to deliver the subject stent to the location and half-deployed it to cover the neck of aneurysm. Then used another catheter to fill coil for framing and detached the coil. Because of the tortuous vessel the stent became shorter and could not cover the neck completely so the coil migrated into mca (middle cerebral artery). The subject stent was not able to be retracted so the operator deployed it completely at the position and then placed a different catheter to go through subject stent to deliver a solitaire stent to catch the migrated coil and took it out. During retracting of solitaire the subject stent was moved downward with the solitaire stent and it was pulled to beginning of ica (internal carotid artery) and could not be taken out of patient's body. After the coil was taken out, the operator placed a microcatheter again and delivered another stent to deploy successfully'. Note 1: step 19 of the neuroform ez dfu [nv00039327-01] instructs the user: 'if stent positioning is satisfactory, carefully retract the microcatheter in a continuous movement, while maintaining the position of the stent delivery wire to allow the stent to deploy across the neck of the aneurysm. The stent¿s distal markers will expand as it exits the microcatheter. Confirm deployed stent position'. This continuous movement was not performed on this occasion. Instead the stent was half-deployed. This is not aligned with the dfu instructions. The stent was not returned for analysis as it had been already deployed inside the patient per the event description. The introducer sheath was also not returned for analysis. The stent delivery wire was returned for analysis and was kinked/bent towards the distal end of the wire. The ar codes will be assigned user error as, per the event description information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to decisions made by the user during use that were not aligned with the dfu instructions. This choice of product problem code is based on information provided by the user in the event description. The as analyzed sdw kinked/bent will be assigned procedural factors as the sdw (stent delivery wire) got damaged at some point during the procedure.

Event description:
It was reported that during a neurovascular procedure the subject stent was delivered to the location and half-deployed it to cover the neck of aneurysm. Then used catheter to fill non- stryker coils for framing and detached the coils. Because of the tortuous vessel the subject stent became shorter and could not cover the neck of aneurysm completely so the coil migrated into mca (middle cerebral artery). The subject stent was not able to be retracted so the operator deployed it completely at the position. A solitaire stent was used to remove the migrated coil. During retracting of solitaire stent the subject stent moved downward with the solitaire stent and it was pulled to beginning of ica (internal carotid artery) and could not be taken out of patient's body. A additional stent was deploy successfully and filled several coils to finish the procedure. After the procedure the patient took half an hour longer than usual to awake from anesthesia. Patient's current condition is stable. Nothing serious.

Manufacturer narrative:
H6 conclusion code grid - updated

Event description:
It was reported that during a neurovascular procedure the subject stent was delivered to the location and half-deployed it to cover the neck of aneurysm. Then used catheter to fill non- stryker coils for framing and detached the coils. Because of the tortuous vessel the subject stent became shorter and could not cover the neck of aneurysm completely so the coil migrated into mca (middle cerebral artery). The subject stent was not able to be retracted so the operator deployed it completely at the position. A solitaire stent was used to remove the migrated coil. During retracting of solitaire stent the subject stent moved downward with the solitaire stent and it was pulled to beginning of ica (internal carotid artery) and could not be taken out of patient's body. A additional stent was deploy successfully and filled several coils to finish the procedure. After the procedure the patient took half an hour longer than usual to awake from anesthesia. Patient's current condition is stable. Nothing serious.